Event description:
It was reported that patient underwent spinal fusion surgery on april 17, 2024, and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed to another one to continue the surgery, and the same problem happened again. Changed to another one to complete the surgery. There is no report of patient injury. No additional information is available.

Manufacturer narrative:
(B)(4).this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned related events captured via 2210968-2024-05020.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3. Date of event, d9. Additional information provided: according to feedback of the sales rep on (B)(6) 2024 via phone, event date should be (B)(6) 2024 . If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. The returned product determined that it received eight detached needles that pertained to the product. This product code is multistrand and contains eight strands single armed per packet. The visual assessment of the needles noted that the swage and attachment area were observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the sutures were not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the condition of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.